Manufacturer narrative:
The explanted products were expected to be returned for disposal. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this pacemaker presented for a routine device check four months post-implant. At the check, the device pocket was found to be infected. The patient was hospitalized and treated with antibiotics, until the infection appeared to be resolved and the patient was discharged from the hospital. However, two months later the patient was hospitalized again with infection and erosion of the device and leads. The system was explanted and the patient was treated with antibiotics. The patient is under observation and the physician will determine whether a new pacemaker system will be implanted. No additional adverse patient effects were reported.